Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the allergic reaction. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / page 23. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes, chapter 11 / page 115. Infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged; signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that she was having an allergic reaction to the needle. She stated that the area itched a little bit and, when she removed the pod, hives came out. She thought that there was swelling around the needle, as well. The patient was prescribed a steroid cream by a doctor during a regular check up, when she mentioned the allergic reaction. Treatment also included a cortisone infusion. Additionally, the customer reported that this pod alarmed just after she woke up and "had went" to the bathroom. The device had been worn on her arm for 31 hours.